Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer's blood glucose at time of incident was 141 mg/dl. Customer stated they are not able to rewind the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with pump error 43 during rewind due to corrosion on the motor flex cable at the connection. We were unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements or verify pump error 130 due to pump error 43. The insulin pump passed the leak test. No moisture damage was found on the force sensor, connector and keypad assembly. However, corrosion was found on connector during visual inspection. The insulin pump was received with scratched case and pillowing keypad overlay.